Event description:
Overdelivery reported. The pump was reportedly set to infuse morphine 10mg/ml at 4mg/hr with a pca dose of 1/2 the infusion rate up to 4mg titrated as needed for pain control with a pt lockout of 15 minutes. The homecare pt reportedly became oversedated and received narcan. The pt recovered well after the narcan and no adverse sequelae were reported. The infusion was continued on a new pump without further problems. The pt has subsequently been changed to oral pain medication. This report represents all the info known by the reporter upon query by abbott personnel.